Manufacturer narrative:
Additional information received on 02 june 2017 and includes: fragments detached from the piece. On 16 june 2017 the medical affairs performed a clinical evaluation and commented as follows: instrument failure during insertion of alif cage in lumbar spine. There is no clinical cause to the event and most likely no clinical consequence, because surgery was delayed by a few minutes but then completed successfully. Batch review performed on 20 june 2017. Lot 1651112: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items. Not yet received.

Event description:
During surgery the articulating awl broke in l5. The surgeon is unsure exactly how the item broke. The surgeon had to take out the cage and reimplant the same cage. The surgery was delayed approximately 5-10 minutes. The surgery was completed successfully. X-rays are available. Instrumentation is available.